Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the q1 current controlling transistor was internally shorted and there was liquid contamination on the battery board. The cause of the resets and inability to charge the battery packs is the shorted q1 transistor. The cause of the shorted transistor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective components.

Event description:
A us distributor contacted zoll indicating that a patient's charger/modem was not charging the battery packs.